Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient presented himself during the consultation. During the x-ray diagnostics, it was noticed that the above adapter is tilted. In consultation with the manufacturer, it was decided that the prosthesis must be changed in the event of v.a. Prosthesis failure. Bfarm case number: (B)(4). Additional information received on 07/23/2021: date of original and revision surgery added.